Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. This event was reported to the FDA by the customer; uf/importer report #: (B)(4). Device info unavailable; information provided is an estimation based on available information to satisfy report field requirements.

Event description:
It was reported the dermatome malfunctioned and took too much tissue. No additional information is available.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.